Event description:
The user facility reported that after a blood draw, a staff member placed a filter-pro unit on top of the syringe. While expelling air from syringe, the filter-pro allegedly blew off resulting in potential blood exposure.